Event description:
It was reported that a system error (se) 2367 (resume error, critical error found) alarm occurred during fill three on the home choice (hc) machine. The technical service representative (tsr) discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.